Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the pump is only recognizing certain bd syringes. There was no patient impact.